Manufacturer narrative:
The clinical application specialist (cas) provided feedback to the customer indicating the potential surgical variable ¿incorrect customer configuration of the energy values may have contributed to the reported event,¿ although this was not verifiable. The cas instructed the customer to adjust the parameters to the recommended specifications. The reported event could not be conclusively determined at this time. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when proceeding to lift the corneal flap in two patients, the epithelium was detached from bowman's membrane. The patients did not need hospitalization or treatment. Symptoms were noted to be resolved. The surgeries were delayed and completed the same day. A company representative thinks the problem comes from a bad configuration of the laser energy values. Parameters were adjusted.